Manufacturer narrative:
Per further review, it was found that this event did not meet the definition of serious injury as it was a minor injury (electric shock) that did not require medical treatment. Adverse event/serious injury inadvertently selected on the initial 3500a, corrected to product problem/malfunction.

Event description:
A medtronic representative reported that the imaging system lost power during transport of the system and could not be powered back on. While the medtronic representative was replacing the fuses on the imaging system, the medtronic representative was electrically shocked. The medtronic representative did not require medical treatment. There was no patient present when this issue was identified.

Manufacturer narrative:
Patient information provided is of the user involved in this event and not a patient as no patient was involved in this concern. Other serious: electric shock. No long term effects on the user and no medical intervention was required. Patient code relates to the user involved in this event and not a patient as no patient was involved in this concern. The medtronic representative was shocked as the site had plugged the system into the wall without alerting the medtronic representative. The incident was caused by user error. A medtronic representative replaced the fuses on imaging system and performed a navigation system check-out which showed all areas passed.